Event description:
It was reported that the pulse generator could not be interrogated. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found the pulse generator as received to be in backup vii mode. The device model and serial number were not programmed. The device was functioning within normal product specifications and no electrical anomaly was found. The cause for the backup operation could not be determined.